Manufacturer narrative:
Batch review performed on 29-aug-2022. Lot 121997: (B)(4) items manufactured and released on 11-jul-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs manager: stem revision performed 9 years and 8 months after primary cementless total hip arthroplasty in a male patient. In the radiographic image provided, signs of stress shielding and radiolucent lines in gruen zones 1 and 7 are visible. As reported, for unknown reasons osseointegration failed to happen in this patient. The bone reacted trying to compensate for the lack of fixation but this resulted in untidy growth and eventually the stem got terminally loose. The reason of this failure cannot be determined.

Event description:
At about 9 years and 8 months after the primary, the patient came for a post-op appointment and it was observed that the stem never osseointegrated and the cause is unknown. The surgeon revised the stem, head, and liner and the surgery was completed successfully.